Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2016-04231, 04239, 04240, 04241).

Event description:
During a revision procedure, there was difficulty assembling the trial cone body on the distal stem. The proximal femur was reamed again and the trial cone body assembled correctly. Subsequently, the cone body became cold welded to the distal femoral stem. As a result, both components were removed. This event contributed to a 60 minute delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: arcos 17x200mm intlkng dist ha catalog#: 22-301817 lot#: 447850. Arcos 17x200mm ils stem (17x200) and arcos cone size b standard 80mm trial were returned for evaluation. The arcos cone body trial failed to disengae with arcos ils stem (17x200) during the surgery. Complaint is not confirmed as the parts were not cold-welded. Black debris is found inside the screw of of the distal stem and also inside the threaded hole in the proximal part of the distal stem. This can be verified with the visual inspection. The ftir spectrum of the residue was found to be consistent with being of biological origin but could not determine the tissue. Bio debris has caused the components to seize. Presence of bio debris is due to improper cleaning of the distal stem taper junction prior to use. Device history record was reviewed and no discrepancies related with event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause for the reported issue is found to be improper cleaning of the distal stem taper junction prior to trailing the proximal body if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.